Event description:
A surgeon reported that a fracture at the junction of the haptic was noted after the intraocular lens was implanted. Enlargement of the incision was required to accomodate removal and replacement of the lens.